Manufacturer narrative:
Additional information has been requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the 4x4 gauze sponges are disintegrating/fraying and sprinkling tiny bits of gauze into the surgical pocket.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18m083762 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. All device history records (dhrs) are reviewed by the shift manager and quality assurance prior to release. Inspectors routinely examine a statistical sample both physically and visually. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. No issues were found during the inspections. There were no manufacturing issues related to the complaint issued for this lot. No sample was provided. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint is unable to be confirmed. A root cause could not be determined. Based on the information available, management notification to employees involved in the production of this product was provided to heighten awareness. This complaint will be utilized for tracking and trending purposes.